Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the bottom portion of the screen has been detached with rounded edges where detachment occurred. There are minor scratch marks present on the spacer and cap with a significant amount of discoloration present from activation. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the bottom portion of the screen; plasma was observed. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into abrupt contact with a hard object on the bottom left portion of the screen. The rounded edges where detachment occurred are consistent with continued activation post screen detachment.

Event description:
It was reported that the face plate broke in half on the wand inside the patient. All pieces were removed. No patient injuries were reported.